Event description:
It was reported by repair work order that the customer alleged the frame was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
The unit was evaluated and determined that the unit should be scrapped due to excessive frame damage (bent litter on the patient right side) that was un repairable.

Event description:
It was reported by repair work order that the customer alleged the frame was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.